Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port ad unexpected reset issue was verified, but the alarm 20 issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 520 mg/dl. A manual correction injection was adminsited to address bg. Additionally, it was reported that an unexpected reset occurred and the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy.